Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: review of the black box data did not reveal any records of power interruptions; the data from the time of the alleged event had been overwritten due to continued use of the device beyond date of the alleged malfunction. The returned battery was intact, without damage and able to secure properly to the pump for testing. On investigation, the pump powered on normally and was exercised without any interruption of power occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the power complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.